Event description:
It was reported there were 5 inappropriate therapies delivered. Impedance of greater than 1000 ohms was noted. The lead and device were replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.